Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient(B)(4).

Event description:
Treatment of a clinoid segment aneurysm measuring 12mm in size. During the procedure, it was reported that the pushwire tip fractured as it was being pulled back through the catheter and remains in the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).